Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, sigadaptxl, sig power sigadaptxl linear xl adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the egia60amt egia 60 artic med thick sulu, there were several complications. The procedure experienced an extended surgical time of over two hours due to issues with the product. There was bleeding at the staple line after stapling, which was described as oozing or minimal to moderate. Firing issues were noted with the reload component of the powered stapler, specifically when used with the signia handle, where an excessive load was detected. To address the bleeding, pharmacologic intervention was performed with the administration of plasma. Additionally, suturing was used as a staple line reinforcement, and a conversion to open surgery was necessary to stop the bleeding.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but four photos were available for evaluation and three videos were also provided. Visual inspection noted the videos and images collectively depict a tissue cavity with blood pooling inside and on the staple line. Grasping instruments are used to move the tissue and handle a needle attached to a suture. Additionally, water was sprayed into the cavity and then drained using gauze. The images also show a grasping instrument holding a needle in a blood-pooled cavity with a partially visible staple line, and a staple line with visible blood on the tissue. Notably, the listed reload was not visible in any of the videos or images. It was reported that the staple line was bleeding. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that excessive load was detected. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.